Event description:
Customer initially reported low readings from their abbott diabetes care device. The product was returned and investigated for the readings issue, however during investigation burn marks to the sensor casing were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch. Unable to collect sensor data due to sensor would not communicate with evm (evaluation module). Burn marks were observed on sensor casing. Further investigation was conducted, where a visual inspection was performed on the returned de cased sensor, black clouding was observed on the sensor casing. Burn marks were also observed on the asic(application specific integrated circuit). Extract data was attempted from the sensor as sensor did not scan. The damage prevented data to be extracted from the returned sensor and prevented functionality testing from being carried out. It was determined that the damage was consistent with the sensor being exposed to an electromagnetic radiation source in the microwave spectrum such as a microwave oven. ¿the sensor battery has operating voltage specification which could not produce enough current to cause this damage. Determined that the sensor was subjected to external power during use. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported low readings from their abbott diabetes care device. The product was returned and investigated for the readings issue, however during investigation burn marks to the sensor casing were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.